Event description:
Telemetry confirmed the pump motor stalled twice on (B)(6) 2011 and recovered both times. The motor stalled again the next day and the pump showed a 48 hour tube set message on (B)(6) 2011. After interrogating the pump on (B)(6) 2011, the motor stall recovered. It was thought that the pump was in telemetry state. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Event description:
Additional information reported that the patient had a MRI performed on 2011-(B)(6), and again on 2011-(B)(6), for an unspecified reason. The pump was not scanned. On 2011-(B)(6), the motor stall and recovery noted that the "stopped pump may exceed tube set." The pump was scanned/programmed on 2011-(B)(6), with a "motor stall recovery on 2011-(B)(6)," noted. The patient experienced no signs or symptoms of withdrawal, and had no increase in muscular tone. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received with the information contained in the previous supplemental report, was inadvertently omitted. The patient's pump contained lioresal at a concentration of 500 mcg/ml and a dosage of 65.94 mcg/day.